Event description:
It was reported that during an unk procedure, the device did not function and could only be opened with extreme force. Took new instrument. No further info is available. No pt consequence.

Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found the hand control switch assembly buttons were intermittent. However, no anomalies were noted with the clamp arm; the device opened, closed and rotated properly. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.